Event description:
It was reported by customer that vascular access team reports that they have had intermittent occurrences of confirming piccs using ECG, and finding the catheters placed too deep on subsequent x-rays. The team mentioned having to pull one of the piccs back. No further information is available. The exact number of occurrences was not provided by the complainant.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a discrepancy between the ECG reading and the radiographic images was confirmed but the cause is unknown. Two radiographic images and a printout of the ECG readings were returned for evaluation. In the ECG readings, the p-wave appeared to be present, identifiable, and consistent. Elevated p-waves were present with slight possible deflections noted on 1, 6, and 7. This could potentially be accounted for by respiratory variation, with the PICC dipping deeper during the respiratory cycle. The ECG reading appeared consistent with a location in the caj. Both radiographic images showed the implicated right-side PICC. Prior to catheter retraction, the catheter tip appeared to be located too deep (below the 3rd intercostal space) with its tip potentially over the right atrium. After catheter tip retraction, the catheter tip appeared to be located in the mid-svc. It is possible that the first reading appeared to show the catheter deeper than it was, as evidenced by the catheter being several centimeters above the 3rd intercostal space in the second image. Although a discrepancy was noted between the ECG readings and the radiographic images, the root cause of the discrepancy could not be determined. It was noted that some factors may have affected the catheter tip location on the radiographic images. The anterior ribs extended way beyond the patient¿s abdominal cavity which could cause a parallax effect. In addition, the diaphragm appeared high and the lungs were not fully inflated, both of which can make the catheter appear deeper on the radiographic image. It is unknown if the patient was sitting, laying flat, or rotated during imaging as patient position can affect the accuracy of a radiographic image reading. This complaint will be recorded for future trending and monitoring purposes.